Event description:
During laparoscopic cholecystectomy the md was cauterizing the liver bed and noticed that the cautery hook being used was not insulated completely to the tip. Instrument was taken out of use. No harm to patient. Recognized as a potential problem.